Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver a bolus as intended. Customer's blood glucose (bg) level was 285 mg/dl. At the time of the report to tandem technical support (cts), the issue was resolved, and additional bolus deliveries were successfully delivered. Cts was unable to confirm the allegation as customer declined to upload pump data for review.